Event description:
Patient's mom reporting that one of patient's pumps is alerting low battery, says it alerts this before the week is up whereas the other one does not. They change the batteries and then it works fine but do not know why it is draining batteries alot quicker than it used to and quicker that the other one. She is using back-up pump now which works fine. Told her we can send replacement pump. She did not have sn to provide at this time but will call back with it this week. We will replace pump. Pump issue did not lead to injury. Pump issue occurred while in use with patient. We will replace pump. Pump is available to be returned for investigation. Reported to (B)(6) by: patient/caregiver.